Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, that the customer experienced an issue with universal surgical manipulator 4 during an instrument change, where the instrument continued moving and did not stop. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found no errors. The tse asked the customer if they could back out of the instrument, clutch one of the buttons to clear the memory, and reinsert to see if the floating would occur. The customer was unable to follow the tse troubleshooting steps at the time due to the surgeon was using the instrument. The tse advised the customer to perform a power cycle and test the system after the surgical procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer had the customer perform a power cycle, and the customer stated that the issue seemed to be corrected. The customer also confirmed the next day that the issue did not return. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.